Event description:
Patient had dialysis catheter inserted and was then released to a nursing home. Returned a week or two later with an infection.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.